Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) found that the flow sensor was not latching on the tubing. He replaced the flow sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that the flow sensor had a missing hinge pin and was not allowing the flow sensor to close properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor probe was not latching properly causing a backflow alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the heart lung machine (hlm) flow sensor during a cpb procedure on (B)(6) 2021. The system was set up and the clinician initiated cpb. It was then noticed that the flow probe was not reading and was generating a back flow alarm. The clinician exchanged the flow sensor out and the procedure proceeded as normal. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this functional failure of the flow probe.